Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient was readmitted to the hospital after the home health nurse removed the v.a.c.® granufoam¿ dressing and the wound allegedly was black in appearance. The patient reported v.a.c.® therapy was started on (B)(6) 2021 and was unsure if wound was infected or had eschar.

Manufacturer narrative:
MDR-3009897021-2021-00187 submitted on 28-jul-2021 noted the following: b5 describe event or problem: on (B)(6) 2020, the following information was reported to kci by the patient: on (B)(6) 2021, the patient was readmitted to the hospital after the home health nurse removed the v.a.c.® granufoam¿ dressing and the wound allegedly was black in appearance. The patient reported v.a.c.® therapy was started on (B)(6) 2021 and was unsure if wound was infected or had eschar. H5:labeled for single use?: yes. Correction b5 describe event or problem: on (B)(6) 2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient was readmitted to the hospital after the home health nurse removed the v.a.c.® granufoam¿ dressing and the wound allegedly was black in appearance. The patient reported v.a.c.® therapy was started on (B)(6) 2021 and was unsure if wound was infected or had eschar. H5 labeled for single use?: no.

Event description:
On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization due to infection and black wound bed appearance were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The patient had a chronic non-healing infected wound with erythema prior to initiating v.a.c.® therapy and it is not clear if the initial infection resolved prior to initiating v.a.c.® therapy; however, the patient was noted to be on antibiotics. Additionally, the nurse reported the patient left the v.a.c.® granufoam¿ dressing in place without active v.a.c.® therapy for more than 2 hours, and the dressing remained in place longer than the 48-72 hour manufacturer's recommendation. This event is being reported as a potential use error.

Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged hospitalization due to infection and black wound bed appearance were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had a chronic non-healing infected wound with erythema prior to initiating v.a.c.® therapy and it is not clear if the initial infection resolved prior to initiating v.a.c.® therapy; however, the patient was noted to be on antibiotics. Additionally, the nurse reported the patient left the v.a.c.® granufoam¿ dressing in place without active v.a.c.® therapy for more than 2 hours, and the dressing remained in place longer than the 48-72 hour manufacturer's recommendation. This event is being reported as a potential use error. A device evaluation is currently pending completion. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 28-jun-2020, the following information was reported to kci by the patient: on (B)(6) 2021, the patient was readmitted to the hospital after the home health nurse removed the v.a.c.® granufoam¿ dressing and the wound allegedly was black in appearance. The patient reported v.a.c.® therapy was started on (B)(6) 2021 and was unsure if wound was infected or had eschar. On 19-jul-2021, the following information was reported to kci via medical records: on (B)(6) 2021, the patient reported to the wound care clinic. The physician's assistant noted, "left proximal lower leg ulceration covered with scab and seems to be doing well. The distal lower leg ulceration continues to have drainage and some necrotic tissue with some tendon exposure. Patient's wounds have had an unusual history with skin necrosis with no obvious cause and it is possible it is as result of livedoid vasculopathy. Will trial treatment with baby aspirin and pentoxifylline for 1 month. If no significant improvement in that time will discontinue. Advised him to continue antibiotic and prednisone therapy for now since this has made some improvement as well. Left lower leg wound was debrided as much as patient would tolerate. Will dress the wound with silver contact layer and begin npwt [negative pressure wound therapy] to help with drainage and wound contraction. Will place tubigrip for edema control. Home healthcare to change v.a.c.® twice a week. Patient to elevate legs for edema control and increase protein intake to aid in healing. Avoid foods that will increase inflammation. Follow-up in a week for wound care." On (B)(6) 2021, the home health nurse admitted patient and attempted to assess and perform wound care. The patient refused stating "wound v.a.c.® was just placed yesterday, and he didn't want it messed with today"' and wanted to wait until saturday visit. "Sn [skilled nurse] educated on importance of changing the wound v.a.c.® three days a week to help from infection. Pt [patient] verbalized understanding but still refused wound care." On (B)(6) 2021, the home health nurse noted the patient was not attached to wound v.a.c.®. The patient stated he took it off because he was tired of carrying it around and had been off already a couple of hours today. The patient took the wound v.a.c.® off the other day as well and left it off for several hours. The home health nurse alleged a foul odor coming from the patient's wound when removing the v.a.c.® granufoam¿ dressing. After removing partial material from the wound bed, the wound bed was allegedly black. The nurse noticed three toes on left lower extremity that were partially black. The nurse called 911 for non-emergent transfer to hospital for possible gangrene to left lower extremity. On (B)(6) 2021, the patient was admitted for concerning changes in the color to his chronic left lower extremity complicated by cellulitis. The wound bed presented with surrounding erythema to the wound edges and the patient was started on IV zosyn and vancomycin. The wound v.a.c.® was removed due to the concern of infection and an alternate dressing was applied. Patient was discharged on antibiotics to cover both gram positive and gram negative bacteria. On 23-jul-2021, the following information was reported to kci by the physician's nurse: the patient may have disconnected the activ.a.c.¿ ion progress¿ remote therapy monitoring system prior to home health visit with no time frame given. The nurse confirmed the hospitalization was allegedly due to non-compliance with v.a.c.® therapy. On 23-jul-2021, the following information was provided to kci by the home health nurse case manager: the patient refused a dressing change at start of care on (B)(6) 2021. On (B)(6) 2021, the home health nurse sent patient to the emergency room after removing the v.a.c.® dressing and noted a foul smelling odor and wound was black in appearance. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.